Event description:
The business manager at (B)(6) hospital forwarded a letter that appeared to be written by a patient's relative. Within this letter, the patient's relative reported that the patient had a hip operation on (B)(6) 2005, where an alpha stem (manufactured by b. Braun) / uhr universal head (manufactured by stryker) combination bipolar hemiarthroplasty were used. It was reported that the patient was never comfortable with the alpha / stryker prosthesis and started to experience severe pain in early 2008. It was reported that the patient's gp recommended steroid injections to ease the pain and referred the patient to an independent orthopaedic surgeon. It was further reported that the patient's right leg is now circa 1.5 inches shorter than her left leg and is now required to use specially made shoes and a walking stick. It was further reported that the patient believes that her right hip gave way on (B)(6) 2009 and was required to undergo corrective surgery in (B)(6) hospital on (B)(6) 2009. It is unknown what type of corrective procedure the patient was required to undergo.

Manufacturer narrative:
The information in this report was received by stryker legal (EU). No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Not returned.

Event description:
The business manager at (B)(6) hospital forwarded a letter that appeared to be written by a patient's relative. Within this letter, the patient's relative reported that the patient had a hip operation on (B)(6) 2005, where an alpha stem (manufactured by b. Braun) / uhr universal head (manufactured by stryker) combination bipolar hemiarthroplasty were used. It was reported that the patient was never comfortable with the alpha / stryker prosthesis and started to experience severe pain in early 2008. It was reported that the patient's gp recommended steroid injections to ease the pain and referred the patient to an independent orthopaedic surgeon. It was further reported that the patient's right leg is now circa 1.5 inches shorter than her left leg and is now required to use specially made shoes and a walking stick. It was further reported that the patient believes that her right hip gave way on (B)(6) 2009 and was required to undergo corrective surgery in (B)(6) hospital on (B)(6) 2009. It is unknown what type of corrective procedure the patient was required to undergo.

Manufacturer narrative:
The event was not confirmed as the item was not returned. Device history review: that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have not been any other events for this lot. The exact cause of the event could not be determined for the reported patient's right leg being shorter than her left leg; that could also be the source of the pain, as with any surgery, pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Therefore, no product specific failure mode was identified. Also was noted from the reported event that a combination bipolar hemiarthroplasty was used ¿alpha stem (manufactured by b. Braun) / uhr universal head (manufactured by stryker)¿. Howmedica osteonics strongly advises against the use of another manufacturer¿s femoral stem component with any howmedica osteonics bipolar component.